Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro max / 2.8 / ios_16.6.

Event description:
It was reported that customer experienced tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer was guided to remove cartridge, deliver 9-unit bolus, and then load a new cartridge using proper technique, after which customer successfully resumed insulin therapy and issue was resolved.